Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct sections d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corporation (omsc), has received an update from the user. On the situation of the subject device, when it malfunctioned as follows; -the intended procedure: endoscopic ultrasonography for the diagnostic. -the date of this procedure: (B)(6) 2021. -how was the event detected?: because, the imaging was not working. -the role of the device operator at the time: proceduralist. -was the intended procedure completed?: yes, it was. Used a portable theatre processor machine. [Consideration]: from the following facts obtained in the investigation, it was not possible to determine, the cause of the reported phenomenon. Facts obtained from the investigation: -it was confirmed, from the inspection report of olympus australia, that the reported phenomenon was duplicated. -it could not get the clear information of the occurrence cause. -it has been confirmed, at the inspection of olympus australia, that there was a lot of dust inside the front connection and the unit. And there were signs of rust on the front connection, but the relevance was unknown. -it was confirmed, that there was no abnormality in the manufacturing history for the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when evis 180 series videoscope was connected to the subject device at the unspecified timing. The user also reported that the image of the subject device was displayed when evis 190 series videoscope was connected. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at (B)(4). It was duplicated the reported phenomenon which the subject device could not detect evis 180 series videoscope and there was no image. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.